Event description:
It was reported that a patient complained of increased cervical pain. The patient was told that the catheter placement was too low to reach his neck pain. The catheter position was revised and the catheter spliced on (B)(6) 2015. On (B)(6) 2015, a seroma had developed at the lumbar incision site that was considered ¿mild¿ severity. The patient was examined and instructed to apply pressure to the site. The event was ongoing. The pump was used to infuse dilaudid (hydromorphone), bupivacaine, clonidine, and compounded baclofen. No outcome was reported for this event. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported the event seroma at lumbar incision site had resolved without sequelae on 05/05/2015. Additionally, the etiology of the event was related to the surgery/anesthesia. The pump had been reprogrammed on (B)(6) 2015 and on (B)(6) 2015. The issue had resolved without sequelae on (B)(6) 2015.

Event description:
Additional information indicated that at the time of the event the patient was also taking acetaminophen-codeine, tizanidine, lyrica, and nortriptyline. Medical history included back pain, complex regional pain syndrome ii, hemidystonia, degenerative disc disease, osteoarthritis, stimulator implant, stimulator revision x 2, stimulator explant, knee surgery - bl, carpal tunnel release - bl.